Manufacturer narrative:
It was reported that during a trial procedure the patient had three cfs leaks after multiple attempts at placing the lead. The physician aborted the case and patient was instructed to go home and lie flat. No further action or intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that during the patients trial implant 3 cfs leaks occurred after multiple attempts at placing the lead. The physician aborted the case and patient was instructed to go home and lie flat.